Event description:
It was reported that during a procedure with this fiber, the console overheated and the debris shield and fiber broke inside the system. The procedure completed without reported complications with other devices.

Event description:
It was reported that during a procedure with this fiber, the console overheated and the debris shield and fiber broke inside the system. The procedure was completed without reported complications with other devices.